Manufacturer narrative:
Additional information: patient age, weight and gender provided. Procedure type was lumbar fusion procedure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure the imaging system became unresponsive. The site rebooted the system and the issue resolved. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.